Event description:
Tubing from feeding pump leaks at site where tubing connects to purple adapter. We have had 6 reports on this product in a weeks time. Medical nutrition therapy requested supply chain to pull this product lot number.